Event description:
"Caller alleged discrepant results compared with the lab and physician's point of care (poc). Results as follows:" date: (B)(6) 2012, inratio: 1.2, lab: 2.8, physician's point of care: 2.6. Time elapsed between each method of testing is thirty mins. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.